Event description:
It was reported that the pt was explanted and re-implanted of his cochlear implant. Additional info has been requested but at this time none has been received.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.